Manufacturer narrative:
As reported, the wire of a 6f exoseal vascular closure device (vcd) was not connected to the visual indicator. There was no reported patient injury. The exoseal vcd was used during an interventional procedure using a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability, including the insertion angle and vessel diameter (=5mm), was verified via angiography. There was mild access vessel tortuosity and slight visible calcium/plaque at the puncture site, but no nearby stent, stenosis >50%, or history of closure within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No audible click was heard from the indicator wire cowling. Pulsatile flow was initially observed from the bleed-back indicator. The vcd and sheath introducer were retracted together until bleed-back slowed or stopped, with the physician¿s thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18338144 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator and vascular closure device (vcd) no audible click¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It was reported that there was vessel tortuosity and calcification. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire of a 6f exoseal vascular closure device (vcd) was not connected to the visual indicator. There was no reported patient injury. The exoseal vcd was used during an interventional procedure using a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability, including the insertion angle and vessel diameter (=5mm), was verified via angiography. There was mild access vessel tortuosity and slight visible calcium/plaque at the puncture site, but no nearby stent, stenosis >50%, or history of closure within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No audible click was heard from the indicator wire cowling. Pulsatile flow was initially observed from the bleed-back indicator. The vcd and sheath introducer were retracted together until bleed-back slowed or stopped, with the physician¿s thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device is not being returned for evaluation as it was discarded.